Event description:
It was reported that boston scientific received a threat of litigation related to this device. The device was explanted with no device issues observed. No additional adverse patient effects were reported. Subsequent information was received that noted a non-specific product performance anomaly resulting in symptomatic atrial fibrillation (af). No additional details were provided.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.